Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 255 mg/dl, confirmed by fingerstick, after a recent meal and before lunch; the user synchronized device data and received education that postprandial glucose can rise and may require time to resolve. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization and management through education and follow-up. Investigation included remote data review and troubleshooting with the user. Investigation of this case revealed no device malfunction or component issue and suggested postprandial hyperglycemia with unclear specific cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.